Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system disabled navigation after a registration found an imprecision greater than 5mm. The navigation system was then transitioned to the images task and selecting the smart menu, the representative was able to navigate. The reported issue was found in testing by a test engineer. There was no patient present when this issue was identified. No additional information was provided.